Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient no longer felt stimulation on one side. An x-ray revealed the extension was no longer connected to the ins. There were no known external contributing factors. The patient lives in germany and were planning to have a revision surgery carried out by a doctor in germany. Issue was not resolved. Additional information was received reporting that cause of the disconnection was not known. Date of surgery was not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.